Event description:
A 2.4mm microvascular plate implanted in 1999 broke post-operatively. Pt was resected from "ivro" to 1st pre-molar and reconstructed with vascularized fibula. Plate fractured at pre-molar osteotomy site with fibrous union. Plate has not been removed.